Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and dka on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was given manual injections to treat. The customer experienced symptoms such as vomiting and difficulty breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had a low on (B)(6) 2018 that required emergency medical assistance. The insulin pump will not be returned for analysis.